Event description:
An ela medical sales representative reported that during a cardiac lead replacement procedure the radiopaque tip on a safesheath csg worley jumbo introducer broke off. The tip was observed under fluoroscopy in the heart. The device remains with the hospital.

Manufacturer narrative:
As the device was not available for evaluation a device history record (DHR) review was conducted. The DHR indicates the proper materials and manufacturing methods were used to produce this lot of materials. If the device is returned, evaluation will be performed and a follow up report submitted. There are no further actions planned at this time.